Event description:
In 2009, pt had a craniotomy performed and microdialysis catheter placed. Pt was transferred to ICU in stable condition. Around 1930, pt had a somewhat prolonged coughing and gagging episode which resulted in asystole. CPR was performed with a spontaneous return of a normal sinus rhythm. The cardiologist was called. During the examination by the cardiologist, the pt coughed again and went into asystole. CPR was performed, sinus rhythm was achieved and a temporary pacemaker was placed. Three days later - pt was placed on an isuprel infusion. The following day - temporary pacemaker was removed. Isuprel infusion continues. Four days later - isuprel infusion discontinued. The pt was discharged from the hospital with no further incidence of bradycardia or asystole. Dates of use: 2009. Diagnosis or reason for use: collection of study specimens after craniotomy.